Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver contacted support regarding guidance on meal announcements for an ilet user with a blood glucose of 478 mg/dl, and was counseled that a recently announced lunch could prolong time to glucose recovery and to monitor for 1.5 to 2 hours. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and continued use with monitoring. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed no device malfunction reported, no alarms beyond the elevated glucose value, and user factors related to meal timing were relevant. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.